Event description:
A langston v2 catheter was used in a clinical procedure. The physician noticed air in the ao line outside the catheter. Another langston v2 catheter was used with the same result. No patient impact was reported.

Manufacturer narrative:
Device discarded by physician.